Event description:
It was reported that during the procedure the screw from the cup impactor broke. No injuries or delays reported. Back up device available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record and complaint history review cannot be completed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.